Manufacturer narrative:
(B)(4). It was reported the patient ¿has had the issue for six months¿. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a peritoneal leak/tear coincident with automated peritoneal dialysis (pd) therapy. The peritoneal tear was manifested by transvaginal leak. The cause of the event was not reported. It was reported the patient was hospitalized for the event. Treatment was not reported; however, the patient reported the "tear has not been fixed yet". At the time of this report the patient was not recovered from this event. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.